Event description:
It was reported to medtronic minimed that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and pump error 31. And also reported pump was exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error and the customer was able to clear the error and was able to complete rewind. Pump passed displacement test. Troubleshooting was performed for fluid in pump and fluid was present in battery compartment. Pump failed self test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, lcd flex tail and keypad flex connector. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 40 fatal alarm confirmed in the history file and traces on (B)(6) 2025 10:01:00.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay and scratched case. Critical pump error (open book image) alarm confirmed due to pump error 40 alarm. Pump error 40 alarm confirmed due to moisture damage. Unable to confirm device test failed due to critical pump error (open book image). Unable to confirm pump error 43 due to critical pump error (open book image). Unable to confirm e/a alarm unspecified due to critical pump error (open book image). Pump exposed to moisture confirmed at pcba 1, pcba 2, force sensor, lcd flex tail and keypad flex connector. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.